Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed selftest. However, the insulin pump alarmed pump error during rewind due to corroded motor home switch. Analysis was unable to verify prime anomaly due to motor anomaly. No cosmetic damage noted. (B)(4).

Event description:
Customer reported via phone call that the insulin pump cannot exit a rewind. Customer blood glucose reading was 195 mg/dl. Troubleshoot was performed. Customer was changing set and reservoir to rewind but was not able to complete. Customer was advised to discontinue from the insulin pump and revert to back plan per healthcare instruction. Insulin pump was returned for analysis.